Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set was leaking. A few minutes into the infusion, a slow drip was observed from the bottom of the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction for h7 and h9: information is being removed from h7 and h9 in the initial MDR. No remedial action was taken for this event and this device is not involved in a correction and removal activity from the field. H10: should additional relevant information become available, a supplemental report will be submitted.